Event description:
The external pulse generator which was returned as a trade-in/exchange for a new model subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the ring cover and battery drawer were broken, the battery contacts were compressed, one bail was bent, the liquid crystal display was "bleeding" and the battery drawer needed an o-ring. (B)(4).